Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Event description:
It was reported by the patient that the power source changed from one to the other earlier than expected. The battery showed 3 power bars when this happened. It was stated that there were no effect on patient. No additional information provided.